Manufacturer narrative:
(B)(4). Sjm could not evaluate the avp involved in this incident since the device remains implanted. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
On (B)(6) 2014, a 6mm amplatzer vascular plug (avp) was selected and deployed in the right internal carotid artery (rica) in a patient diagnosed with nasopharyngeal cancer. A concomitant coil embolization was performed. The following day on (B)(6) 2014, a movement disorder was confirmed on the left side of the upper and lower extremities. Blood flow to the cerebral artery was impaired due to the rica embolization. On (B)(6) 2014, the patient reportedly recovered and gained use of left sided extremities. According to the physician, the event was procedural related and not device related. On (B)(6) 2014, the patient died due to nasopharyngeal cancer.